Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included kidney stone and pregnancy induced hypertension. Previously administered products included for an unreported indication: integra in 2013 and labatelol in 2013. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth loss ("dental issues / lost two teeth "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and hot flush ("hot flashes "). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain / weight gain to 220 lbs "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraines"), infection ("infection"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), pain ("body pain"), pain in extremity ("hands & fingers pain"), abdominal pain ("abdomen pain") and complication of device removal ("she had I had complications due to bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, nausea, migraine, weight increased, infection, alopecia, tooth loss, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, fatigue, hot flush and complication of device removal outcome was unknown and the pain, pain in extremity and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, complication of device removal, depression, dizziness, fatigue, genital haemorrhage, hot flush, infection, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil on the right 2 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. On (B)(6) 2016:final diagnosis: fallopian tube, right, salpingectomy: no pathologic change. Full cross section identified. Fallopian tube, left; salpingectomy: no pathologic change. Full cross section identified. Right essure: left essure: wire device, gross only. Clinical information: pelvic pain, patient requests family planning. Clinical diagnosis: pelvic pain, patient requests family planning . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events mood swings, hot flashes, vaginal bleeding, menorrhagia, tooth loss,fatigue, body pain, hand pain, abdominal pain, medical device monitioring procedure not pereformed are added. Lot number & lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included kidney stone and pregnancy induced hypertension. Previously administered products included for an unreported indication: integra in 2013 and labatelol in 2013. In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), tooth loss ("dental issues / lost two teeth "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and hot flush ("hot flashes "). On (B)(6) 2014, the patient had essure inserted. In july 2015, the patient experienced weight increased ("weight gain / weight gain to 220 lbs "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraines"), infection ("infection"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), pain ("body pain"), pain in extremity ("hands & fingers pain"), abdominal pain ("abdomen pain") and complication of device removal ("she had I had complications due to bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, nausea, migraine, weight increased, infection, alopecia, tooth loss, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, fatigue, hot flush and complication of device removal outcome was unknown and the pain, pain in extremity and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, complication of device removal, depression, dizziness, fatigue, genital haemorrhage, hot flush, infection, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil on the right 2 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. (B)(6) -2016:final diagnosis: a: fallopian tube, right, salpingectomy: -no pathologic change. -full cross section identified. B: fallopian tube, left; salpingectomy: -no pathologic change. -full cross section identified. C: right essure: d: left essure: -wire device, gross only. Clinical information: pelvic pain, patient requests family planning clinical diagnosis: pelvic pain, patient requests family planning quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: b40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included kidney stone and pregnancy induced hypertension. On (B)(6) 2016: final diagnosis: a: fallopian tube, right, salpingectomy: no pathologic change. Full cross section identified. B: fallopian tube, left; salpingectomy: no pathologic change. Full cross section identified. C: right essure: d: left essure: wire device, gross only. Clinical information: pelvic pain, patient requests family planning clinical diagnosis: pelvic pain, patient requests family planning. Previously administered products included for an unreported indication: integra and labatelol. Concurrent conditions included urine incontinence and diabetes mellitus. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth loss ("dental issues / lost two teeth"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), hot flush ("hot flashes"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence") and urge incontinence ("urge incontinence"). On (B)(6)2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain / weight gain to 220 lbs"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), migraine ("migraines"), infection ("infection"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), pain ("body pain"), pain in extremity ("hands & fingers pain"), abdominal pain ("abdomen pain") and complication of device removal ("she had I had complications due to bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, nausea, migraine, weight increased, infection, alopecia, tooth loss, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, fatigue, hot flush, complication of device removal, urinary incontinence and urge incontinence outcome was unknown and the pain, pain in extremity and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, complication of device removal, depression, dizziness, fatigue, genital haemorrhage, hot flush, infection, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, tooth loss, urge incontinence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil on the right 2 on the left. Bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Event : bladder or urinary problems or changes urinary incontinence and urge incontinence were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain"), infection ("infection"), alopecia ("hair loss"), tooth disorder ("dental issues"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, nausea, migraine, weight increased, infection, alopecia, tooth disorder, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dizziness, genital haemorrhage, infection, migraine, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.